Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a starclose se device with a 6f sheath after a percutaneous coronary interventional (pci) procedure. Reportedly, after the plunger was depressed deploying the locator wings (#2 was visible in the window), a cracking sound was heard. The device was retracted against the arterial wall until resistance was felt; however, as the thumb advancer was advanced it was noticed that the sheath was pulling away from the device. It appeared that the sheath had detached from the clip applier. The device was removed without difficulty and without engaging the safety release mechanism. Once outside the artery it was found that the locator wings remained enclosed inside the sheath. Hemostasis was achieved using manual arterial compression. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The reported event was confirmed. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. The cause for the event was due to incomplete deployment step. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.